Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The tip of one of the needles was broken off, and had instrumental marks. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: during an open hysterectomy, the tip off the needle got bent and broke. The suturing technique employed by the surgeon was interrupted. An additional suture was used without issue. No device component fell into the cavity of the patient, no injury. Patient status: alive - no injury.